Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/65 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: remarkable response to cardiac resynchronization therapy via left bundle branch pacing in patients with true left bundle branch block. Clinical cardiology. 2020;43:1460¿1468. Doi: 10.1002/clc.23462. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding left bundle branch pacing in patients with true left bundle branch block. The article reports implant failures due to difficulties screwing the lead into the deep ventricular septum. There were leads which exhibited increases in thresholds and decreases in impedance. The status/disposition of the leads is unknown. No patient complications have been reported as a result of this event.